Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient was receiving fentanyl prn on a pca pump when the nurse noticed the patient was moaning and noted the tubing leaked and blood had backed up. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a pca set was confirmed. When the set was flushed a leak was noted from the tubing approximately 3¿ from the patient-end. Microscopic examination revealed a small, jagged tear in the tubing at the leak location. The cause of the leak was a small tear in the tubing. The root cause of the tear could not be determined.